Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited battery depletion and the right atrial (ra) lead exhibited chronic high thresholds with no capture. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.